Event description:
Koshitani et al 2018: ¿endoscopic deployment of multiple (= 3) metal stents for unresectable malignant hilar biliary strictures¿. After initial drainage with endoscopic biliary stenting and/or endoscopic nasobiliary drainage, sems were typically deployed as follows. After selective cannulation using a tapered-tip catheter (mtw endoskopie, wesel, germany) and a 0.025-inchguide wire (visiglide 2; olympus medical systems, tokyo, japan), two 6-fr stent delivery systems (zilver 635 biliary self-expanding stent, 8-mm stent diameter; cook medical, tokyo, japan) were simultaneously inserted through the working channel of a therapeutic duodenoscope (tjf-260v; olympus medical systems, tokyo, japan). They were positioned such that one was in the right posterior sectoral duct and one in the left hepatic duct. The sems were deployed using the sbs method with the distal stent markers aligned within the duct to facilitate selective reintervention. Next, a 0.025-inch guide wire was introduced into the right anterior sectoral duct through the mesh of the sems on the right side. Then, the mesh of the stent was dilated with a 6-mm balloon (ren; kaneka medix, osaka, japan), the guide wire was exchanged for a 0.035-inch stiff guide wire (wrangler; piolax, kanagawa, japan), and the delivery system was introduced. Finally, another sems was deployed in the right anterior sectoral duct using the sis method. This file has been opened to capture the off label use of side by side combined with stent in stent placement.

Manufacturer narrative:
Device evaluation: this file is related to (B)(4) (user error - incorrect size wire guide) and pr 290283 (stent occlusion recognized in four patients). This file was opened to capture the off-label use of the device as the user employed a combined stenting technique (side-by-side and stent-in-stent placement). The unknown zilbs devices of unknown lot numbers involved in this complaint were implanted in the patients, and were not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that side-by-side placement of these stents is not yet licensed for japan (ref. Att. 'Zilbs devices not approved for side by side stenting in japan'). This, along with stent-in-stent placement (deploying a stent through the mesh of a previously deployed stent) is considered as off-label use. The instructions for use (ifu0065-3) state the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ there is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es1207m04) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: from the information provided it is known that the user used the device off-label by employing a combined stenting technique (stent-in-stent and side-by-side stent placement). It should be noted that there were no adverse effects to the patient as a result of the reported misuse of the devices used. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Koshitani et al 2018: ¿endoscopic deployment of multiple (= 3) metal stents for unresectable malignant hilar biliary strictures¿. After initial drainage with endoscopic biliary stenting and/or endoscopic nasobiliary drainage, sems were typically deployed as follows. After selective cannulation using a tapered-tip catheter (mtw endoskopie, wesel, germany) and a 0.025-inchguide wire (visiglide 2; olympus medical systems, tokyo, japan), two 6-fr stent delivery systems (zilver 635 biliary self-expanding stent, 8-mm stent diameter; cook medical, tokyo, japan) were simultaneously inserted through the working channel of a therapeutic duodenoscope (tjf-260v; olympus medical systems, tokyo, japan). They were positioned such that one was in the right posterior sectoral duct and one in the left hepatic duct. The sems were deployed using the sbs method with the distal stent markers aligned within the duct to facilitate selective reintervention. Next, a 0.025-inch guide wire was introduced into the right anterior sectoral duct through the mesh of the sems on the right side. Then, the mesh of the stent was dilated with a 6-mm balloon (ren; kaneka medix, osaka, japan), the guide wire was exchanged for a 0.035-inch stiff guide wire (wrangler; piolax, kanagawa, japan), and the delivery system was introduced. Finally, another sems was deployed in the right anterior sectoral duct using the sis method. This file has been opened to capture the off label use of side by side combined with stent in stent placement.